Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: for the second device, it was reported to the sales rep that the surgeon was able to get the device off of the tissue without any harm, but the device did not open. The sales rep believes it was pulled off of the tissue with the jaws still closed. It was unknown if any troubleshooting steps were attempted with either of the two devices that did not open.

Event description:
It was reported that during an unknown procedure that the device would not articulate and the jaws would not open after inserted into the trocar, the second device opened and fired after being inserted into the trocar but would not open to be removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.